Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device display showed multiple lines that obscured the screen and prevented operation, then the screen went blank, consistent with a display malfunction of the user interface component. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alarms. Investigation included case review and device replacement logistics. Investigation of this device revealed a screen/display failure consistent with a malfunction of the display module, with no evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.